Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence following activation of the original implant. Upon inspection during revision, the physician determined that the originally placed cuff had become unbuttoned, which prevented coaptation of the urethra and resulted in recurring incontinence. The original cuff was replaced with a new one. There were no further patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) continued to experience urinary incontinence following activation of the original implant. Upon inspection during revision, the physician determined that the originally placed cuff had become unbuttoned, which prevented coaptation of the urethra and resulted in recurring incontinence. The original cuff was replaced with a new one. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.